Manufacturer narrative:
No device analysis is needed because there was no problem with the device. From the flag files it can be seen that the device properly treated and then properly declared asystole. The treatment and asystole event are attached.

Event description:
The doctor of a male pt contacted lifecor customer support to report that a male patient expired last night. A patient services representative visited the patient's home and found out that the patient did not die and that the patient was currently in the ICU. The patient's family downloaded the device and a treatment event was revealed. The territory manager (tm) talked with the patient's spouse. The spouse states that the patient was laying in bed when the device stated to 'call ambulance'. Spouse called 911 and the emt's arrived and transported the patient to the ER. The emt's removed the lifevest in the ambulance. Patient was resuscitated in the ambulance but never regained consciousness. The patient later passed away while not wearing the lifevest and in the ICU.